Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified the case and screen were chipped. Technical visual inspection identified no anomalies. Device evaluation found an air in line error. It was determined that the ultrasonic pressure sensor was bad. The ultrasonic pressure sensor was replaced and the device tested to OEM specifications. Although the air in line error was identified and the cause was found to be a bad ultrasonic pressure sensor, a definitive root cause for the slow-moving key press resulting in incorrect infusion rates being entered was not determined. It should be noted that the device operator's manual states: do not use sharp objects to depress keys, such as the tip of a pen or the edge of an ID badge. Doing so may damage the pump making the keys inoperable. If keypad malfunctions, discontinue use immediately and sequester pump pending inspection. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device's key press was slow-moving, resulting in incorrect infusion rates being entered during setup. There was no patient involvement. No additional information available.